Manufacturer narrative:
Technician found that the brake caster would lock and hold, but the caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed located on 1st floor.

Event description:
Information received that the brake caster would lock and hold. But caster would rotate if pushed on side. No injury reported.